Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was "broke". There was no reported impact to the customer's blood glucose. Multiple follow up attempts were made to gather additional information, however, the contact did not respond to follow up attempts.